Event description:
It was reported that an unspecified quantity of homechoice cassettes were damaged. This was further described as ¿deep scratches or nicks in the cassette tubing¿. This was identified when inspecting the tubing prior to use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.